Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the unit screen is black and the led's are black. There was no patient involvement associated with this event.

Manufacturer narrative:
The carefusion service department inspected the unit and was unable to duplicate the reported issue. The device powered on properly and no failures nor anomalies were detected throughout all testing.